Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was previously receiving baclofen with concentration 3000 mcg/ml at a dose rate of 13 mcg/day via an implantable pump for intractable spasticity. It was reported that they heard a critical alarm from their last pump in (B)(6) 2019 because the pump stopped. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The sound heard was consistent with a pump alarm. It was noted that the pump was defective. The patient had the pump for only two years. No patient symptom was reported. As per the manufacturer¿s device registry, the pump was replaced on (B)(6) 2019. The patient was currently receiving baclofen with concentration 1000 mcg/ml at a dose rate of 75 mcg/day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additionalinformation was received from a healthcare professional (hcp). It was reported that the hcp had no knowledge of the motor stall or critical alarm. The hcp reported that the patient wasn't getting relief due to a catheter issue. The pump and catheter were explanted on (B)(6) 2019. The patient's weight was unknown. No further complications were reported.